Event description:
It was reported by the customer that the insulin pump is scrolling on its own. It was also reported that the battery out limit alert can not be cleared. Customer's blood glucose level at the time 65mg/dl. Advised insulin pump would have to be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, prime and no delivery tests. The insulin pump had cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.